Manufacturer narrative:
Section b5 should be previously reported as: the manufacturer received information alleging a ventilator inoperative condition occurred. It was also alleged red screen appeared after software was installed. The device was not in patient use. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The device's downloaded logs were reviewed by the manufacturer. There were two errors found. The manufacturer concludes that they could confirm the allegation of unit goes into vent inoperable the software was reinstalled. Unit failed testing. The contaminated machine flow sensor was identified and replaced. Unit was tested and passed final test. Section d8, d9, h2, h3 and h6 has been updated.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.